Event description:
The customer's father reported via phone call that the customer had fallen in the pool today and the act button is not working as well as the down button. Customer received a button error alarm while on the line. Customer's blood glucose was 154 mg/dl at the time of the incident. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the keys not working and for the button error.

Manufacturer narrative:
The insulin pump was received no button response due to flattened express bolus and esc button dome switch. No moisture damage found on lcd, the electronics, motor, battery tube and vibrator noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.